Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/11/2020 h.6. Investigation: customer returned (2) open 8mm, 31g pen needles without the tear drop label or outer cover. Customer states that the rear end of the cannula is broken and gets stuck. The returned pen needles were examined and one exhibited a broken non patient end of the cannula, which could prevent insulin from flowing properly. The remaining sample was tested and was able to expel properly without any observed defects. Unable to perform DHR check for clog and cannula broken (npe) due to unknown lot number. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that an unspecified bd pen needle was clogged and had a cannula broken on the non patient end. The following information was provided by the initial reporter: "it was reported that needle is blocked and the rear cannula end is broken. Verbatim: needle blocked. Rear cannula end is broken + gets stuck."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified bd pen needle was clogged and had a cannula broken on the non patient end. The following information was provided by the initial reporter: "it was reported that needle is blocked and the rear cannula end is broken. Verbatim: needle blocked. Rear cannula end is broken + gets stuck."